Manufacturer narrative:
Continuation of d10: 419378 lead implanted (B)(6) 2003; 6943-65 lead implanted (B)(6) 2000. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented due to syncope. A device interrogation indicated oversensing on the right ventricular (rv) lead on the current electrogram. The right atrial (ra) lead had low p-wave amplitude and exhibited undersensing resulting in inappropriate atrial pacing. Left ventricular (lv) lead capture could not be confirmed on cardiac resynchronization therapy pacing episodes from the prior week. The leads remain in use. No further patient complications have been reported as a result of this event.